Manufacturer narrative:
.

Event description:
The customer reported the ventilator alarmed with blower temp high message. It was reported there was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Event description:
The customer reported the ventilator alarmed with blower temperature high message. It was reported there was no patient involvement.